Event description:
It was reported that a 30-year- old hispanic female who underwent a breast augmentation primary with mentor memorygel, 275cc silicone breast implant experienced left-sided capsular contracture unknown grade, and bilateral rupture postoperative. The bilateral ruptures was discovered during the surgery. As a result, patient underwent bilateral replacement with unknown prosthesis on (B)(6) 2022. This report relates to the right side.

Manufacturer narrative:
Suspect device received on june 14, 2022, device evaluation completed on june 16, 2022. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the left side capsular contracture grade was iii. Bilateral rupture observed during the surgery. Patient underwent bilateral replacements as follow: l/ cat#:smpx295, sn#: (B)(6) r/ cat#:smpx295, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).